Manufacturer narrative:
Retain testing by ortho-clinical diagnostics inc. To confirm the reactivity of the antigens on the red cells was satisfactory. Per customer: pre and post sample were tested using 6ss425 because lot 8ss421 was no longer available. Testing was performed in gel. Both screens were negative. Pre- and post dat's were negative. Immucor panel was also negative with pre- and post samples. Full crossmatch was performed on all four units transfused. One unit reacted 1+ with pre-sample. All four units were compatible with post-sample.